Manufacturer narrative:
(B)(4). D10: 36mm cocr mod hd std, item: 11-363662, lot: 65829959. Tprlc 133 type1 bm so 12.0, item: 51-113120, lot: 7281563. G7 osseoti multihole 52mm e, item: 110010264, lot: 66160717. G2: foreign ¿ australia. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 1 year post implantation due to instability. During the procedure, the liner and head were revised. It was confirmed that no further information could be provided.